Event description:
Reporter who has diabetes type-1 called with complaint that multiple dexcom g7 devices malfunction leaving him short, or with no backup continuous glucose monitoring (cgm). Caller stated that the "good safe return" program that dexcom has allows patients to return defective devices to exchange for a new one. Dexcom requires patients to keep packaging and take a picture of it when requesting replacements. Dexcom only allows three cgms per ninety days and reporter has followed the protocol to obtain new cgms in place of the defective ones but now is saying that dexcom will not replace the defective cgms. The last cgm fell off because of poor glue/stickers and he is on his last cgm and will have to spend a few weeks manually monitoring his blood glucose. This makes things difficult because he runs a business and needs the hands-free cgms to be able to work. Reporter stated that he has tried reaching out to a dexcom supervisor but gets transferred to an "overseas" outfit where the call-takers do not know anything about diabetes, the g7 devices, or any questions asked for further assistance.